Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported error message and procedure cancellation could not be determined.

Manufacturer narrative:
Additional information: one workmate¿ claris¿ system amplifier was received for analysis. The returned amplifier was powered on and successful communication was established with the test standard workmate claris computer. The field reported event was not confirmed as message, ¿no amplifier connected,¿ did not appear and the amplifier maintained communication overnight. A basic signal acquisition/quality test which included the surface ECG, baseline, amplitude and stimulus switching were performed and confirmed that all the signals were within the specifications and no anomalies were observed. The reported error message and subsequent cancelled procedure could not be conclusively determined as the returned device operated as expected.

Event description:
During an electrophysiology procedure an cancellation occurred due to an error message. Following patient preparation the amplifier was powered on and a "no amplifier connected" message was displayed. Restarting the amplifier did not resolve the issue. The case was cancelled and there were no adverse patient consequences.